Manufacturer narrative:
(B)(4).

Event description:
Clinician and patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver and smart device lost connection with the transmitter. Clinician and patient were advised to reset both devices. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 02/29/2016 and could confirm the reported loss of connection. No additional patient or event information is available.